Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received several inappropriate shocks. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high defibrillation impedance, high rate non-sustained episodes, sensing integrity counter (sic), and oversensing noise resulting from a possible fracture. The rv lead was turned off and subsequently capped. No further patient complications have been reported as a result of this event.